Manufacturer narrative:
This report is related to the same event documented in MDR report # 2937094-2017-00941.

Event description:
It was reported during bph procedure; two fibers failed due to "fiber connection error" was noted. The procedure was completed with an alternate method; "turp" was reported. Patient outcome: "ok" reported. No injury to patient was reported. This event is for second failed fiber.

Event description:
Joules used: 0, time expended: 0.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the conductive segment f of connector are half broken; the connector tabs and optical surface appear in good condition and secured. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. Conductive segment failure can result from material, process, fixture, and operator variability. Review of lot 726a DHR did not indicate any failures in regards to fiber connector.